Event description:
During a phaco cataract extraction with intra-ocular lens implantation the surgeon reported that a corneal burn had been sustained by the pt. The corneal burn is located on the right eye.